Event description:
A customer reported that a portion of the hundreds unit was missing. The customer stated that the numbers have been fading in and out. A request was made to return the system for evaluation. However, in the meantime a replacement unit was provided.